Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed with no delivery. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the no delivery alarm. The customer was unable to prime after disconnecting and reconnecting the same infusion set and reservoir. Then the customer changed only the infusion set and was still unable to prime. The customer could not test with a new reservoir since she did not have any more insulin. No products were shipped or returned.